Manufacturer narrative:
The reported observation of impedance issues was confirmed when referencing the returned lead. The root cause of the reported observation was due to broken lead wires at the distal end of where the swift-lock anchor would have been.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following some falls. Diagnostics revealed high and low impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that both leads migrated.